Event description:
It was reported that the patient was cooling on the arctic sun device. Stated that the therapy was started around 10 pm. They were getting a patient line open alert (alert 01), flow rate was 1.1lpm, inlet pressure was -4.5psi, circulation pump command was 100 percent, circulation valve was 0, system hours were 1612, pump hours were 1340. Stated that they already stopped the therapy, emptied the pads and reconnected pads and the device was kept in manual mode, flow rate was 1.9lpm, inlet pressure was -7.1psi, circulation pump command was 66 percent. Stated that they connected pads one at a time, when connecting left thigh flow rate was 0.9lpm, inlet pressure was -6.9psi, circulation pump command was 36 percent. Stated that when right chest was connected flow rate was 1.2lpm, inlet pressure was -4.7psi, circulation pump command was 100 percent. Stated that when they moved right chest to another valve set flow rate was 1.1lpm, inlet pressure was -7.2psi, circulation pump command was 33 percent. State that when left chest pad was connected flow rate was 2.3lpm, inlet pressure was -6.9psi, circulation pump command was 75 percent. State that when right chest was connected flow rate was 2.6lpm, inlet pressure was -7.2psi, circulation pump command was 56 percent. Nurse placed the device back in automatic mode, flow settled around 2.3lpm. Nurse stated that the patient was seizing so much that nurse cannot tell if the patient was shivering. Stated that the target temperature was 36c and patient temperature was 37.8c. Nurse would speak to intensivist about treating heat generation as per protocol. Mss also discussed about using counter warming techniques. Mss asked the nurse to mark the valve set that provided poor psi and to send that to the biomed for inspection when therapy was completed.

Manufacturer narrative:
The reported event was confirmed use related as the flow rate issue is solved by disconnecting and reconnecting the arctic gel pads. The failure mode is use-related, specifically 'air leakage into the system' with a root cause of "misconnection of supply and return lines." It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed - use related. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad". The device was not returned

Event description:
It was reported that the patient was cooling on the arctic sun device. Stated that the therapy was started around 10 pm. They were getting a patient line open alert (alert 01), flow rate was 1.1lpm, inlet pressure was -4.5psi, circulation pump command was 100 percent, circulation valve was 0, system hours were 1612, pump hours were 1340. Stated that they already stopped the therapy, emptied the pads and reconnected pads and the device was kept in manual mode, flow rate was 1.9lpm, inlet pressure was -7.1psi, circulation pump command was 66 percent. Stated that they connected pads one at a time, when connecting left thigh flow rate was 0.9lpm, inlet pressure was -6.9psi, circulation pump command was 36 percent. Stated that when right chest was connected flow rate was 1.2lpm, inlet pressure was -4.7psi, circulation pump command was 100 percent. Stated that when they moved right chest to another valve set flow rate was 1.1lpm, inlet pressure was -7.2psi, circulation pump command was 33 percent. State that when left chest pad was connected flow rate was 2.3lpm, inlet pressure was -6.9psi, circulation pump command was 75 percent. State that when right chest was connected flow rate was 2.6lpm, inlet pressure was -7.2psi, circulation pump command was 56 percent. Nurse placed the device back in automatic mode, flow settled around 2.3lpm. Nurse stated that the patient was seizing so much that nurse cannot tell if the patient was shivering. Stated that the target temperature was 36c and patient temperature was 37.8c. Nurse would speak to intensivist about treating heat generation as per protocol. Mss also discussed about using counter warming techniques. Mss asked the nurse to mark the valve set that provided poor psi and to send that to the biomed for inspection when therapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.